Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through full functionality testing without duplicating the malfunction. As a precaution, the lcd color cable was replaced. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.